Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 136 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with button error alarm. There was no button response due to corroded keypad traces. The insulin pump was received with scratched lcd window and missing end cap sticker.